Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing threshold value and low amplitude r-wave measurement. The clinician suspects a potential lead dislodgement.